Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. External insulation abrasions were found at 11.8-12.4cm from the connector pin and at 45.1-45.7cm from the distal tip, consistent with lead friction to the ICD can. External insulation abrasion was found at 14.5-14.6cm from the distal tip electrode, consistent with lead friction to another device. Internal insulation abrasions were found at 9.2-9.7cm and 13.0-14.0cm from the distal tip. Etfe coating intact at all locations.

Event description:
New information received notes that the lead was explanted due to an insulation anomaly.